Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient's implantable neurostimulator (ins) pocket and extensions became infected so the ins and extensions were removed; the leads were left in the patient. It was noted that there are plans to replace the ins and extensions in the future. The patient was given antibiotics before, during, and post procedure to prevent infection but they did not help. It is unknown when the infection began occurring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.